Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficult removing from the anatomy (clip stuck on anterior leaflet). The reported device damage another device was due to troubleshooting maneuvers to free the clip from the anatomy. There is no indication of a product issue with respect to manufacture, design, or labeling. The additional mitraclip will be filed under a separate medwatch report number.

Event description:
This is filed to report the device causing the implanted clip to detach. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3+. A mitraclip xtw was positioned successfully, reducing mr to trace. When retracting the delivery catheter (dc) handle, the clip remained affixed to the clip delivery system (cds). The clip was still observed to be closed at the final angle of 20 degrees. The cds was carefully retracted further and the clip became free, but during retraction the tip of the catheter suddenly moved lateral. Afterwards, it was noted that the clip had opened to approximately 60 degrees and the mr increased back to grade 3+. The clip was stable on both leaflets but the procedure was ended at this point due to hemodynamic instability of the patient not related to the device. A follow-up procedure was performed on (B)(6) 2023 to improve mr reduction. The patient returned with mr grade 4. Shortly after positioning a xtw clip below the leaflets, the clip became stuck on the anterior leaflet. When attempting to free the xtw from the anterior leaflet, it contacted the previously implanted clip causing it to detach from the posterior leaflet. The xtw clip was able to be freed from the anterior leaflet with standard troubleshooting and was implanted to stabilize the detached clip. Due to the gradient, no additional treatment was performed. The mr was reduced to grade 3. No additional information was provided.